Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. No intervention was performed. There were no patient consequences.